Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] based on the following information, it was presumed that body fluid, residues from used chemical agents clogged in the air/water nozzle due to inappropriate reprocessing after previous procedure. >according to the inspection report of olympus india, the following were confirmed. -air/water nozzle was clogged with foreign material. - control section cover and grip were dirty - suction cylinder was dirty - universal cord was discolored and sticky - endoscope connector was sticky >according to the former similar case, the event seemingly had occurred because body fluid, residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. >IFU states as follows: - preclean device and accessories immediately after each patient procedure. There is a possibility that residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. -flush water into air/water channel of device during precleaning to remove clogging. - clean external surfaces of device with soft brush / lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. - how to flush /remove detergent solution into/from air/water channel - presoak device in detergent solution before manual cleaning for excessive bleeding and/or delayed reprocessing after each procedure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device by clogging the air/water nozzle such as the no meeting the standard value for air supply volume, water supply volume, water removal ability, and water contact. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device by clogging the air/water nozzle of the subject device with foreign material (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus (B)(4) for repair of the malfunctions for air/water flow and leakage from bending section. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.